Event description:
This is report 4 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued. The patient was treated with unspecified antibiotics for the event. The patient was later recovering from the peritonitis and discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13d08067, h13g08029, h13e02083 and h13f07023 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. This is the same patient as (B)(4). Should additional relevant information become available, a follow-up report will be submitted.